Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly calcified proximal left circumflex. A 3.50x38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient's body, the distal tip of the stent struts was found to be flattened and the shaft was kinked. The procedure was completed with a non-bsc stent. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.50 x 38mm stent delivery system was returned for analysis. An examination of the crimped stent revealed no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly calcified proximal left circumflex. A 3.50x38mm synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient's body, the distal tip of the stent struts was found to be flattened and the shaft was kinked. The procedure was completed with a non-bsc stent. No patient complications nor injuries were reported.